Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost therapy due to ipg being end of life. It is unknown if the ipg was depleted prematurely. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced resolving the issue.